Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pulled my tampon out and only half came out... Should I be concerned part of it is still in me? Tampon [foreign body in reproductive tract]. Looks like it was ripped in half, lengthwise. Tampon [device breakage]. Pulled my tampon out and only half came out [complication of device removal]. Case narrative: consumer reported via email that only half of the tampon came out during removal. No serious injury was reported.